Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique further described as the patient made mistake, did not wear a mask and three people performing the pd procedure. A day later, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment with vancomycin injection intravenously (IV) (1 gram stat, every 5th day) and piperacillin plus tazobactam 4.5 gram injections IV (twice a day for 14 days) for peritonitis. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was user error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.